Event description:
It was reported the patient had to have a surgery due to a ¿short in the wire.¿ it was stated that the patient felt ¿zapping in her butt.¿ the exact date of the surgery was unknown. It was not reported what was done to correct the problem. Device registration did not list more than one lead or extension for the patient. Additional information received reported that the revision was to replace all or part of a lead wire which possibly caused the short situation. The patient outcome was unknown. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).